Manufacturer narrative:
Additional information: concomitant medical products: 250 ml baxter bag, lot y300798, exp: sept 20, 0.9% sodium chloride injection attached to one used non bd male luer adapter; td unk. The customer report that the tubing set was cracked was confirmed based on inspection of the as-received set samples. Cracks were observed on each set's male luer lock spin collar - one had crack markings starting to form and the other had obvious cracks. The cracks were in the direction of the fluid flow. Although damages were observed, the as-received set samples were attempted to be reprimed. No leaking or any issues were observed. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
It was reported that the tubing set was attached to (2) different IV buff caps/saline lock caps and both cracked. The customer further clarifies that there were no alcohol caps used.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing set was attached to 2 different IV buff caps/saline lock caps and both cracked. The customer further clarifies that there were no alcohol caps used.